Event description:
Intracranial pressure/temperature monitoring kit (including a 110-4bt) was reported to have malfunctioned. The event was described as follows; ¿after three days of use, the mpm suddenly gave an audible alarm. The alarm could not be set off and the device had to be turned off. When it was turned off, no alarm sounded. The catheter and the mpm were both replaced. The pt¿s condition was unchanged as a result of this incident and there was no injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.